Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 ,lot# va0s1zs, implanted: (B)(6) 2015, product type: lead.

Event description:
Patient contacted manufacturer and representative stating she had loss of symptom control. When implant was interrogated the patient had impedance on all combinations except case and 2. Patient was set to case and 2 and will consider replacement if she does not see any symptom control. There was no resolution at the time of this report. Patient fell in (B)(6) 2015 and indicated that event occurred in (B)(6) 2015. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
(B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported falling last (B)(6). The physician assistance and rep did an impedance check and all combinations were over 4000. The surgeon and patient are discussing next step.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.